Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed and no repair information was found.

Manufacturer narrative:
Report date: 16sep2021.

Event description:
The customer reported that the device was giving blower temperature high error. It is unknown if the unit was in use on patient, but there was no patient harm reported. The customer contacted product support and customer stated that they are getting an error code. Had customer power unit on normal operation. Unit powered on, gave patient occluded error, and error code. Product support asked customer to power unit in service mode, go to service, and view rpm on blower. Blower was giving 0 rpm. Customer verified all connector were seated properly. Product support suggested replacing the blower and possibly the mc board. Customer requested for onsite repair. Further information is pending.